Event description:
The customer requested a part number for the etco2 gas canister for the mrx unit. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.